Manufacturer narrative:
Lot 17g054 was manufactured july 31, 2017 - august 2, 2017. One actual infusor unit was received for evaluation. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit and the flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.